Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report#1627487-2017-01787. It was reported the patient lost therapy on her right side after a fall. X-rays confirmed lead migration. Surgical intervention was undertaken during which time both leads were explanted and replaced. Stimulation was restored postoperatively. Note: it's unknown which lead migrated, therefore both leads are being reported.